Manufacturer narrative:
The MFR's service rep performed an onsite investigation. The iris potentiometer dose was re-adjusted. The system was tested and operates as intended.

Event description:
The customer reported poor image quality on the 9800 system. No pt injury was reported.